Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:during investigation, the battery compartment crack was confirmed. The returned battery cap was unable to tighten on to the pump due to damaged threads on the cap. Evidence of moisture corrosion was found in the battery compartment. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture ingress was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).